Event description:
It was reporting that during a coronary artery drug-eluting stenting treatment index procedure to treat a moderately tortuous, 75% stenosed, 2.0mm vessel diameter, 16mm long lesion in the right circumflex (rcx) the physician was "unable to cross the lesion." It was not possible to place the 2.5x16mm taxus liberte stent, and the physician decided that it was ok only with the balloon. There was "resistance when starting withdrawal." The physician "removed the whole system-stent, guiding catheter and wire-and when the stent was outside the pt, he saw that there was no stent on the system anymore, it was lost in the pt's body, but he was not able to see it anywhere". He didn't notice in x-ray during procedure. "Pt after procedure in well condition, because after balloon dilatation was good enough. No surgery was necessary, because the area was protected by bypass." This product is only ous approved, but it is similar to a marketed us device.